Event description:
It was reported that the balloon ruptured. A 3.00 x 15 mm agent dcb was advanced and inflated once at 12 atm for 16 seconds. The balloon ruptured and was removed via the normal method. A pinhole was noted. No patient injury was reported.

Manufacturer narrative:
Correction: h6 device codes updated.

Event description:
It was reported that the balloon ruptured. A 3.00 x 15 mm agent dcb was advanced and inflated once at 12 atm for 16 seconds. The balloon ruptured and was removed via the normal method. A pinhole was noted. No patient injury was reported. It was further reported that the 50% stenosed target lesion was located in the severely tortuous and moderately calcified circumflex.

Manufacturer narrative:
Correction: h6 device codes updated.

Event description:
It was reported that the balloon ruptured. A 3.00 x 15 mm agent dcb was advanced and inflated once at 12 atm for 16 seconds. The balloon ruptured and was removed via the normal method. A pinhole was noted. No patient injury was reported.